Event description:
It was reported that air ingress occurred. During a procedure, a faradrive steerable sheath was selected for use. After inserting the sheath into the body, air became trapped during the air removal stage. Air was observed in the syringe. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.